Manufacturer narrative:
(B)(4). Batch # v94t55. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the er420 device was received with the top shroud broken. In an attempt to replicate the reported incident, the instrument was functionally tested. The device was cycled and the clips were not properly fed. In order to verify the condition of the internal components, the device was disassembled, and no internal damages were observed. Further analysis showed a crack on the shroud top and marks on the tip of the feed bar. In addition, nine clips were inside the clip track. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that product failure is multifactorial and a possible cause for the damages found is improper handling. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during a robotic procedure, the disposable er420 got stuck and jammed. It is unknown how the procedure was completed. There was no patient consequence.